Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."

Event description:
It was reported the patient underwent a left revision procedure approximately ten years post-implantation due to loosening of the patella button. The patella button and polyethylene bearing were removed and replaced.